Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2013, the reporter contacted animas and alleged that on (B)(6) 2012 the pump did not switch over to (B)(6) 2013. Instead the date started over again at 12 am on (B)(6) 2012. Patient denies changing time/date in pump, confirmed that time/date was set correctly. Patient had to manually change time in pump during evening on (B)(6) 2013 to get date correctly set in pump. Customer technical support (cts) confirmed in history that (B)(6) 2012 date did repeat itself in bolus history. There is no allegation of a blood glucose excursion related to this issue. This complaint is being reported due to the allegation that the pump in not keeping time accurately.

Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows a manual time change from 11:59pm on (B)(6) 2012 to 12:01am on (B)(6) 2012 and another from 9:24pm on (B)(6) 2012 to 9:24pm (B)(6) 2012. A timekeeping accuracy test was performed and the pump was found to be keeping time accurately. During investigation, the time was set to 11:57pm on (B)(6) 2013 and at 12:00am the date appropriately changed to (B)(6) 2013. The complaint could not be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.